Manufacturer narrative:
An event regarding loosening following pelvic wall breach involving a trident shell was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because the devices were not returned and insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The patient was revised due to acetabular loosening because of medial pelvic wall breach. The patient required a revision surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient was revised due to acetabular loosening because of medial pelvic wall breach. The patient required a revision surgery.